Event description:
It was reported that pump displayed altitude alarm while insulin delivery was suspended. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction from speaker area, cleaned speaker holes as instructed, reconnected cartridge, and after resolving minimum fill alert in separate troubleshooting, successfully resumed insulin delivery.